Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture and stem subsidence. An accolade ii stem and biolox head were revised to a restoration modular stem construct, biolox head, and 2 sets of dall-miles cables. Rep confirmed there are no allegations against the femoral head. Rep provided the revision usage sheet and confirmed no further information is available.